Manufacturer narrative:
Main investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the reported events (right heart failure, cardiac arrhythmia, and patient condition) cannot be conclusively determined through this evaluation. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Cardiac arrhythmia is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The instructions for use states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Additionally, this section states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 25apr2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for decompensated heart failure with right ventricular failure (rvf) as the primary complication. There were no device-related issues that caused or contributed to the rvf. The patient was previously listed for heart and lung transplant status 3. The patient had a history of ventricular tachycardia (vt) that pre-dated the heartmate implant, and was not considered to be related to the device, but may have contributed to the worsening right heart failure. It was noted that the patient had amiodarone toxicity, making it challenging to manage the vt. The patient was treated for rvf as an inpatient with suldinafil and digoxin, and diereses. The patient was ultimately discharged and was stable, remaining at united network for organ sharing (unos) status 4 for heart and lung transplant. There were no known device issues.